Manufacturer narrative:
(B)(4). Concomitant medical product: unknown tibial component, catalog # unknown, lot # unknown; unknown articular surface, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-00466, 0001825034-2019-00467. \remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is going to be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.